Manufacturer narrative:
During pump evaluation on january 19th, 2022, it was reported that the pump was able to charge as intended. Reportedly, pump functioned as intended. With the inclusion of the additional information received, this event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.